Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the bolus menu. Customer's blood glucose was 162 mg/dl. Reportedly, during troubleshooting with tandem technical support, the issue resolved on its own and the bg on the bolus screen matched the bg on their home screen and customer continued to use current pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.